Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. An issue with the system's wireless transceiver was identified. Corrections included replacement of the system's main board. System was calibrated and safety tested to factory's specifications.